Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated a low vacuum alarm. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The co rep observed the iabp shutdown (ip app_r.c 635 0 0) and observed the error code 61 (comm hc11 rom test), electrical test failure code 52 (iabp/comm flip flop fault), and low vacuum alarms. The co rep replaced the drive manifold assembly (part no 0104-00-0018). The co rep performed functional and safety tests. The unit was fully operational and was returned to the customer. The drive manifold assembly from the unit was returned. From the failure description, it was speculated that the transducer in the drive manifold was the probable cause due to uncured epoxy on the transducer that resides within the drive manifold. Due to increase in the number of transducer (part no 0682-00-0076) failures, CAPA was initiated. It was concluded earlier that the cure time of the epoxy was not sufficient; as a result, the residual epoxy was contacting the pcb and causing impedance on the pcb. This may possibly result in reading drift and transducer malfunction. An improved impedance test was implemented by the transducer MFR. Later, the MFR updated the epoxy curing process to improve the implementation to properly cure the epoxy and prevent the epoxy from bleeding onto the pcb. In addition, an impedance test was added at (B)(4) facility to more effectively screen out the impedance failures. Health hazard eval determined the risk associated with this failure mode is none/negligible. The effectiveness of the change in the process was reviewed. There was no replacements made due to transducer failures to any pump mfg after (B)(4) 2011. (B)(4).